Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se installed the usb kit to resolve the issue. The ventilator passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator became inoperable. There was no patient involvement.